Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a "rent" in the anterior capsule during hydrodissection of the left eye during cataract surgery. A posterior capsule tear was noted unrelated to the "rent" and prior to implanting the intraocular lens. The surgeon is not sure if he hit the back of the capsule with the tip of the phaco or if the tear occurred during hydrodissection. The incision was enlarged to accommodate a sulcus lens implant which was implanted without further complications. Additional information requested.

Manufacturer narrative:
Additional information provided. The root cause of the reported event can be attributed to non-product related factors. The manufacturer internal reference number is: (B)(4).